Event description:
The retention dome fell into the pt's stomach. The indwelling period was 17 days. The device was placed in the pt in 2008. Low-profile conversion was performed in the same month. The tube was cut horizontally. The retention dome was found to have fallen into the pt's stomach on the evening of the follwoing month, it was unk whether or not the pt pulled the device out. Since the incident happened in the evening, the dome could not be removed endoscopically. Four days later, the dome portion had not been removed.

Manufacturer narrative:
The complaint of the feeding tube detaching from the locking clip is confirmed. The notes in this file indicate, "the retention dome fell into the pt's stomach". The genie tricuspid plug was returned locked to its locking retention clip. The detached ponsky feeding tube was not returned for eval. The device had been in place for 17 days prior to the complaint incident. At this time, the exact mechanism of damage is undetermined. Gross visual and microscopic examinations of the complaint sample show no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number info has been provided by the complaint.